Event description:
It was reported that the patient had inadequate stimulation. The patient underwent a spinal cord stimulator (scs) explant procedure. No further information has been obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred four years prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), UDI: (B)(4), model: sc-2317-50, serial: (B)(6), batch: 5055889. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), UDI: (B)(4), model: sc-2317-70, serial: (B)(6), batch: 21717022.